Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that due to weight change, patient was unable to charge their ipg as recommended and the ipg became unable to communicate with external devices.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2025 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Correction to b1, b2, h1, d10

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.